Manufacturer narrative:
Foot end lift power coil cable and nurse call cable.

Event description:
It was reported by service report that the foot end lift was stuck in the up position and the nurse call wire was cut.